Manufacturer narrative:
Manufacturer's report date: 11/12/2008.

Event description:
Customer reported set leaking at proximal end where it connected to a primary set or an extension set. No patient harm reported, and no other details about patient or event are available. Set received and investigation is ongoing. Follow-up report will be filed when investigation is completed.